Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: unk maxim femoral unk lot MDR: 0001825034-2023-01684. Additional associated products: unk maxim patella unk lot. Unk maxim bearing unk lot.

Event description:
It was reported a patient had an initial total knee arthroplasty. Subsequently, approximately 4 years post implantation, the patient underwent a revision for aseptic loosening. The procedure was completed without complication and competitor product was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided (dated: 01-jun-1999) and states that patient underwent revision due to aspectic loosening and underwent extraction without bone loss. This complaint is confirmed via medical records provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.